Event description:
The ge oec 9800 fluoroscopy system displayed a communication failure error code, and also issue with recalling images and information on images being inaccurate.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the hard drive to repair the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.